Manufacturer narrative:
A ge rep evaluated the system and replaced the power cord assembly. System operates as intended. (B) (4)

Event description:
The customer reported no image is being displayed during exposure. No pt injury was reported.